Event description:
It was reported that patient underwent an acl reconstruction procedure utilizing a flexible reamer on an unknown date. During the procedure, the reamer fractured while the femoral tunnel was being drilled. No pieces fell into the patient additional instrumentation was available to complete the procedure without delay.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the event is not reportable as the instrument did not fracture in two pieces and was removed in one piece from the femoral tunnel, per the normal technique.

Manufacturer narrative:
This follow-up report is being filed to relay correct initial notification date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: date of event; lot number/expiry date; manufacture date.